Manufacturer narrative:
Initial and final (B)(4).

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced the cannula was coming out of skin while using it as the cannula length is shorter. The event occured on (B)(6) 2026. The infusion set was in use for 7-8 hours. The blood glucose level was high (503 mg/dl) and got treated with correction injection via multiple daily injection (mdi). The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.